Manufacturer narrative:
Follow-up #1 date of submission 10/09/2013-device evaluation:the pump has been returned and evaluated by product analysis on 09/19/2013 with the following findings:investigation revealed that the display screen was dim and discolored. The display was replaced with a test display, and the contrast returned to normal.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a dim and fading display issue. The pump screen has faded to where it cannot be read safely except in the dark. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 09/19/2013 with the following findings: a leak test was performed and a display lens leak was found. The pump cover was removed and moisture corrosion was observed in the pump compartment. The keypad was found to be fully intact; no peeling or damage was observed. The complaint of the unresponsive keypad buttons was not able to be duplicated; all keypad buttons responded appropriately. The keypad cover was removed and no evidence of contamination was found under the button contacts. The keypad buttons were unresponsive due to moisture damage to the keypad flex connector. Unrelated to the complaint, the vibration motor was found to be unresponsive due to moisture ingress.